Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency department with an elevated heart rate and was noted to be feeling "funny". Upon review of the patient's implantable cardioverter defibrillator, the device was found to be in backup vvi mode. Programming changes were made. The patient was discharged and was in stable condition.